Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose level and they rushed to emergency room on january 18, 2021. Customer reported their blood glucose level was 760 mg/dl. During hospitalization customer was treated with intravenous drip insulin. Customer was not using auto mode at the time of incidence. There was no symptoms. Customer had been using auto mode at the time of incidence. The insulin pump will not be returned for analysis.